Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed no capture. An xray was performed and the lead was confirmed to have dislodged. A revision procedure was performed and the ra lead was explanted and replaced. No adverse patient effects were reported during the procedure.